Event description:
The hcp reported that the pt had a refill in 2007 and no volume discrepancies were found. At the 2008 refill visit, a volume discrepancy was found. The expected volume was 2.5 mls; the actual volume was 10 mls. The pt was not experiencing any symptoms. The hcp planned to do device troubleshooting. The pump was used to deliver lioresal. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.